Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited ventricular tachycardia (vt) with appropriate device sensing and shock delivery; returning the patient to a rate of sinus rhythm. Due to the patient's condition, reinitiation of vt was exhibited prior to the episode ending. Ultimately 4 system shocks were delivered, each briefly terminated the vt however subsequently, recurred. The system again correctly sensed and delivered the fifth shock within the episode, at which a failure to convert was noted and the rate degenerate into ventricular fibrillation. The patient was ultimately given an external shock from the attending paramedic. The external shock converted the rate to a sinus pattern. Boston scientific's technical services reviewed device data confirming normal operation with appropriate device function. The data review also confirmed a subsequent episode approximately ten minutes later, which was correctly sensed and terminated via a single device shock. The patient was initially hospitalized in the intensive care unit and is reportedly recovering. At this time, there were no programming changes recommended. The physician has questioned the sequence of shocks in relationship to the episodes end point declaration.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this device exhibited ventricular tachycardia (vt) with appropriate device sensing and shock delivery; returning the patient to a rate of sinus rhythm. Due to the patient's condition, reinitiation of vt was exhibited prior to the episode ending. Ultimately 4 system shocks were delivered, each briefly terminated the vt however subsequently, recurred. The system again correctly sensed and delivered the fifth shock within the episode, at which a failure to convert was noted and the rate degenerate into ventricular fibrillation. The patient was ultimately given an external shock from the attending paramedic. The external shock converted the rate to a sinus pattern. Boston scientific's technical services reviewed device data confirming normal operation with appropriate device function. The data review also confirmed a subsequent episode approximately ten minutes later, which was correctly sensed and terminated via a single device shock. The patient was initially hospitalized in the intensive care unit and is reportedly recovering. At this time, there were no programming changes recommended. The physician has questioned the sequence of shocks in relationship to the episodes end point declaration. Follow-up with the field representative confirmed the patient was discharged. No further information was received and evidence is suggestive that the device remains implanted and in service. Subsequently, the device was explanted due to normal end of life battery status and returned for analysis. No adverse effects were reported during the replacement procedure.